Event description:
It was reported that during and after an ob-gyn procedure, the staples were not going through the skin, staples coming out 2 at a time, having to waste multiple staples in order to get one place properly and staples not clamping to skin at all (found lying near incision after dressing is removed). There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).